Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient receiving hydromorphone (10 mg/ml at 9.0 mg/ml) via an implantable infusion pump. The indication for use was noted as lumbar radiculopathy and spinal pain. It was reported a motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). The hcp had not seen the patient yet. The patient heard the pump critical alarm on the morning of the date of this report and saw the motor stall code on her personal therapy manager (ptm) when trying to initiate a bolus dose yesterday. The patient was asymptomatic. There was no MRI or other medical procedures that could have caused the stall. The hcp had already notified the patient's pump follow-up doctor and the patient was to be seen by her doctor on monday (B)(6) 2015. The hcp was to access and review the event logs to determine the details of the motor stall along with silencing the current active alarm and program the longest duration for the critical alarm as the patient did not like hearing the alarm and tube set may have been activated prior to the patient being seen on monday. Follow-up was being conducted to obtain troubleshooting performed, actions/interventions taken to resolve the motor stall, cause of the motor stall, and if the stall had been resolved. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the health care provider (hcp). The pump was now in minimum rate. The patient was not having the pump replaced at this time due to other health issues. The patient's other health issues were not related to the patient's pump. The patient had a hip replacement that became infected and had to be replaced.